Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a barrel of a bd¿ syringe, luer slip with needle was out of shape, and its scale marking was incomplete upon opening the package.

Manufacturer narrative:
Investigation summary: a review of the device history record could not be performed as a lot number was not provided for this incident. Three photos were returned for investigation. From the photo, observed damage and rubbed off on the scale line of the syringe barrel. The molding defective and incomplete scale marking; as stated as the reported code was confirmed with the returned photo. Probable cause for this non-conformance happened at the assembly machine when there is product jammed and hence resulted the subsequence syringe to rub against the tooling and jammed product which caused damaged on the barrel body and rubbed off on the scale line.

Event description:
It was reported that a barrel of a bd¿ syringe, luer slip with needle was out of shape, and its scale marking was incomplete upon opening the package.